Event description:
Boston scientific crm received information that ten days post implant, this lead was found to have perforated the right ventricle (rv) and entered the pericardium, which was observed under fluoroscopy. Low r-wave measurements and low impedance measurements were observed. The lead was removed and a new passive lead was successfully implanted. The procedure was completed with no other issues. To date, no further adverse patient effects were reported.